Event description:
It was reported that there was a short circuit in the lead with impedances less than 50 ohms which drained the battery of the ins. The ins died in a year. Upon implant of a new ins, the short circuit resolved.

Manufacturer narrative:
Product ID: 3889-28, lot# v746887, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. (B)(4).